Event description:
It was reported that the right ventricular (rv) lead showed oversensing due to a lead fracture. It was also reported that the right atrial (ra) lead showed high impedance and a "confirmed" fracture. The rv lead was removed and replaced. The ra lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592-53 lead, (B)(6) 2004. (B)(4).